Event description:
It was reported that a patient with known short to shield and previous driveline repair (MFR # 2916596-2019-06122) experienced low voltage advisory and pump stop alarms on 08sep2024. It was noted that the patient was always on either battery power or an ungrounded cable. Log files submitted for review captured low speed hazards and a pump stop while connected to battery power which appeared to be caused by a phase to phase short. Additional information from the site stated there was exactly 6 inches from the exit site to the top of the repair and 3.5 inches from the "nub" to the top of the repair. The patient had a lot of velour exposed from weight loss. The healthcare provider stated the patient was refusing admission to the hospital despite knowing the risks so they would be unable to obtain x-rays until early next week. The patient was asymptomatic. The cause of the low voltage alarms was identified to be due to the patient using expired batteries. The old batteries were discarded, and the patient was provided new batteries.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the pump stop event. Based on prior complaint experience with heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior appeared to be consistent with a driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured a transient pump stop event on 08sep2024 while the system was powered by the 14-volt lithium ion batteries. Review of the events captured on the reported event date of 08sep2024 revealed no other notable events or alarm. The captured pump stop event appeared to be consistent with a potential driveline wire issue. A photograph submitted for review by the customer showed the external portion of the patient¿s driveline and the driveline repair site. The remainder of the driveline showed no obvious indication of damage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.